Event description:
It was reported that the customer's insulin pump was stuck in the rewind process. The customer's blood glucose was unknown. The customer was attempting to retrieve the setting from her old insulin pump was unable to exit the rewind stage. The customer was using the replacement insulin pump at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.